Manufacturer narrative:
(B)(4). Devices not received, log review only. Although the device is not designed or intended to detect infiltration and will not alarm under infiltration conditions, the customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an infiltration, and staff reported that the device did not alarm for occlusion as they had expected it to. Did 1/2 ns with kcl 15 meq was infusing, rate not specified. The infusion had been running approximately 8 hours when the infiltration was noticed. Due to the extent of the infiltration the patient required emergency surgery for a right arm fasciotomy, and returned 2 days later for debridement and closure of the incision. The patient was discharged from the hospital but will need additional surgical repair, specific future needs currently unknown. Although requested, no further patient or event information was provided.